Manufacturer narrative:
Internal ref no: sflm-10202.

Event description:
Phlegmon (pelvic); possible pelvic abscess; severe pain "abscess like" (pelvic pain); foul smelling vaginal discharge; pelvic pressure. Information was received on 26-mar-2007 and 29-mar-2007 from a physician regarding a female patient with a history of prior pelvic inflammation, c-section, and appendectomy. The patient underwent a total abdominal hysterectomy two months earlier. Latex gloves were used, the pelvis was irrigated with normal saline, no products were left behind in the abdominal cavity and catgut or silk sutures were not used. One sheet of seprafilm was placed on top of the cervical cuff in the abdomen. The patient reported development of severe pelvic pain "abscess like" and foul smelling vaginal discharge. An ultrasound in feb-2007 showed "bubbles of air" in the pelvis and findings suggestive of a phlegmon. A CT scan five days later revealed a 4.7x5 cm space occupying process in the pelvic cavity containing fluid and air that could be compatible with an adscess at the site of seprafilm placement.the physician was unable to drain the fluid by ultrasound guidance. The patient was treated with oral antibiotics and recovered without sequelae on an unknown date. The physician stated that the events were moderate and were possibly related to seprafilm.